Manufacturer narrative:
B3: date of event is estimated. The unit was received with an "oxygen error" and exhibited signs of high impact damage, likely caused by being dropped. Upon inspection, the unit shut down immediately with error 16, preventing verification of incoming oxygen levels. As a result, the patient was unable to use the unit or receive sufficient oxygen. The issue was traced to a loose connection between the compressor and the motherboard (m/b). The backlight was also non-functional, and the sensor block was replaced, both likely due to high impact-related damage. No recent errors were recorded in the data log.

Event description:
It was reported that the patient was experiencing shortness of breath at home due to their device not putting out oxygen. As a result, the patient was hospitalized for 5 days. Patient was released and is doing fine with their replacement device.